Event description:
It was reported that during preparation, the xience v rx 3.0 x 15 mm stent dislodged from the balloon when the protective sheath was removed. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood on the balloon, shaft, and yellow protective sheath, which is consistent with handling. It was confirmed that the stent implant was returned dislodged from the balloon. However, there were crimp marks on the balloon between the markers and the balloon was tightly folded, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were stretched struts in the middle portion of the stent implant and the distal and proximal ends of the stent implant were flattened. The stent implant outer diameters were not measured, due to the damage noted. This damage was not reported and thus, may have occurred as a result of packaging and shipment back to abbott vascular for analysis. The inner diameter of the flared portion of the yellow protective sheath met manufacturing specification. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure was inadvertently applied during removal of the protective sheath, this may have caused the stent to become damaged and disrupted on the balloon, thereby facilitating stent dislodgement. It is possible that the protective sheath was inadvertently handled during removal, resulting in the stent dislodging from the balloon however this could not be confirmed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. There is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.